Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker displayed a signal on the right ventricular (rv) channel, although the patient has only a right atrial (ra) lead implanted. During testing, the patient was observed to have an intrinsic heart rate of approximately 40 beats per minute; however, no bradycardia was noted outside of testing. Technical services (ts) explained that the observed signal was due to the automatic lead detect (ald) function, which requires an in range impedance to stop the two second pinging. Additionally, this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported.